Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge failure. The field service engineer walked the customer through unlicking the remote manager drain and recovered. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a fridge failure. The customer stated that they are unable to get into fridge and the fridge will not open showing an error message "need technical support". The issue caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.